Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. (Expiry date: 01/2025).

Event description:
It was reported that during chronic catheter placement procedure, the line allegedly fractured approximately 1 cm above the hub on non-reinforced section of lumen. The line was then repaired with triple lumen repair kit. There was no reported patient injury.

Event description:
It was reported that during chronic catheter placement procedure, the line allegedly fractured approximately 1 cm above the hub on non-reinforced section of lumen. The line was then repaired with triple lumen repair kit. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 12.5fr hickman t/l catheter was returned for evaluation. Gross visual, microscopic visual and functional evaluations were performed on the returned device. The investigation is confirmed for the reported fracture and burst issues as a c-shaped partial compound break was noted on the white luer extension leg of the catheter approximately 1.5cm distal to the bifurcation. The edges of the partial compound break was smooth and the surface was rounded and granular. Further during functional evaluation, a leak from the partial compound break was noted on the catheter upon infusion. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 01/2025), g3, h6 (device, method) h11: h6 (result, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.